Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) and the associated left ventricular (lv) lead exhibited vary pacing impedances since implant, with some impedances reading greater than 2,000 ohms. Subsequent information from the local field representative (fr) indicated that the patient was brought into the clinic for follow up. The lead pace impedance was tested in all configurations and yielded out of range numbers when programmed tip to ring, tip to coil and tip to can. Two vectors yielded normal pace impedances, those being ring to coil and ring to can. The device was reprogrammed in a ring to can configuration which yielded good impedances, thresholds and sensing. Given the results from the troubleshooting, the fr believed there to be a loose set screw. There were no adverse patient effects reported. The device remains in service.